Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during testing at the account, a piece was found inside the handpiece saw. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.

Manufacturer narrative:
D9: product not returned. Follow-up report submitted to document quality investigation results.

Event description:
No new information.